Manufacturer narrative:
Concomitant medical products: dtbb1d4 ICD; 6935m72 lead, implanted (B)(6) 2017; 5071-53 lead implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two left ventricular (lv) leads had product performance issues. It was noted that one of the lv leads had high impedance measurements with no capture, while the other lv lead had a confirmed fracture. Both leads were capped and replaced. No patient complications have been reported as a result of this event.